Event description:
The anchor broke at the head location during insertion. The surgeon pre-drilled the site using a 1.4 drill prior for the insertion of this anchor. The ao-2 finger technique was being used and the surgeon believes he maintained axial alignment throughout insertion. The anchor broke at the eyelet location and the threaded portion remains imbedded in the patient's bone. A significant delay was not experienced and a back-up device was used to successfully complete the procedure. No patient injury or complications were reported.